Manufacturer narrative:
A mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22055459. The feedback provided by the customer suggests occlusion was detected during use of the maxzero device. Further information provided by the customer suggests the occlusion was detected at the start of infusion, during connection with various products including a bbrraun introcan safety cannula, bbraun discofix 3-stopcock and bd venflon pro cannula. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055459 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that 2 bd maxzero¿ needleless connectors had flow issues, one where the infusion would not drip when the cap was on, and another that infused contrast medium too slowly into the patient's vein. The following information was provided by the initial reporter: "when using maxzero valves, sometimes the infusion does not drip. When the cap is removed, the liquid drips well again. A few times in the early stages, the patient was cannulated again when it was suspected that the cannula had gone into a blockage. You can't get the medicine given through them quickly, for example, in x-rays, the contrast material doesn't go into the vein quickly enough."